Manufacturer narrative:
The astral device was returned to resmed. Evaluation revealed the device did not power up correctly and the device turned off when external power supply was disconnected. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device sounded an audible alarm and the alarm indicator was red. The device was not in patient use when the reported event occurred.